Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that the day of the report when they attempted to use their patient programmer, they saw a por. They mentioned they were at the hospital on monday. It was noted they had an appointment on monday. No patient symptoms were reported. No further complications were reported or anticipated.